Event description:
The healthcare professional stated the patient has not returned to the injecting office since the treatment of hyaluronidase and referring the patient for an ultrasound, aspiration, and to see an infectious disease specialist. Additionally, the healthcare professional did not specify when the patient was diagnosed with kidney stones and a uti and stated, ¿it is possible that this infection somehow seeded [the patient¿s] juvederm voluma injection, though [the patient] only has symptoms at one site on only the left side of [the patient¿s] face.¿ it is not known if the patient ever went to have the ultrasound.

Event description:
Healthcare professional reported approximately 10 months after injection with juvederm ultra xc in the cheeks, the pt developed "left facial swelling" and nodule on the left cheek which is also tender to the touch. The healthcare professional's assessment noted a "left cheek infection". Treatment of attempted aspiration and injection of hyaluronidase was given to the pt. No fluid was present when aspirated. Symptoms are ongoing; pt still has a small amount of swelling, but tenderness is present if the area is pressed.

Manufacturer narrative:
Unique identifier (UDI): not applicable. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of swelling, infection, and a nodule that is tender to the touch are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks". Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed". "Pts may experience late onset nodules with use of dermal fillers, including juvederm voluma xc". Adverse events: per table 1: treatment site responses by maximum severity occuring in greater than 5% of subjects after initial treatment (n=265) possible treatment site responses post injection with juvederm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by less than 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness". "Device- and injection related adverse events occurring in less than 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)". Post-market surveillance: "juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009". "As of 12/31/2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency greater than 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities". "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery".